Event description:
It was further reported that target lesion 1 was 10mm long with 0% residual stenosis following stent implant and post-dilatation. Five days later, placement of a bi-ventricular pacing ICD was unsuccessful due to occluded access veins. The pt's mermanent pacemaker was replaced instead. Seventy days after initial procedure, during the 6-month follow-up period of the study, the pt presented to a non-enrolling hosp with altered mental status and respiratory distress. He subsequently experienced ventricular tachycardia requiring defibrillation for conversion to normal sinus rhythm and treatment with antiarrhythmic medicatoins. The pt was intubated and placed on assisted mechnical ventilation. He was noted to be unresponsive with sluggish pupils bilaterally. Multiple consultations were made to address the pt's various med problems, including a neurology consult for anoxic encephalophthy, a nephrology consult for end stage renal failure, and a surgical consult for desubitus ulcers of both feet. The pt also eventually underwent PICC line palcement, peg tube placement, and tracheostomy (dates unk). 108 days after the initial procedure the pt was still unresponsive and being maintained on a ventilator. Code status was designated dnr per family decision. The pt continued to receive supportive care, including hemodialysis. He was also treated with antibiotics and a hypothermia blanket for elevated temperature secondary to pulmonary congestion and bacteremia. The next day, the pt was found unresponsive and pulse less with fixed dilated pulils. He was examined an pronounced dead. In the opinion of the physician it is unk if the target vessel is involved.

Event description:
Clinical study. It was reported that 109 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.00mm, 80% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. There were no complications. The pt was discharged 6 days later. One hundred and nine days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was cardiopulmonary arrest, bilateral pneumonia complicated by diabetes and the target vessel was not involved.